Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure placement difficulty occurred. It was also reported that during ipl implant, multiple attempt were made but the lead could not be advanced. The ipl was not implanted. A left bundle branch pacing lead was implanted, optimal parameters were obtained, and the surgical implantation was successfully completed. No patient complications have been reported as a result of this event.